Manufacturer narrative:
As reported the implant site was close to the bladder making it difficult for the surgeon to adequately fixate the mesh. Additionally, the surgeon reports using a prosthesis that may not have been large enough to adequately cover the defect. Both of which may have contributed to the adhesion of the patch to the surrounding tissue and the hernia recurrence. There was no further patient injury reported. Based on the event as reported it appears that the patient's outcome can be attributed to insufficient fixation and the patch being too small for the size of the defect being repaired. The sample evaluation confirms tissue attachment to the mesh. The warning section of the IFU states, "to prevent recurrences when repairing hernias, the prosthesis should be large enough to extend beyond the margin of the defect." Additionally, recurrence and adhesions are both listed in the adverse reaction section as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol: on (B)(6) 2015 - a bard/davol ventrio hernia patch was used on a patient to repair a lower abdominal incisional hernia and the stoma scar, performed in open fashion. The repair was close to the bladder causing difficulty with fixation of the mesh. The surgeon notes the mesh to be "insufficient fixed mesh." On (B)(6) 2015 - the patient developed an ileus. On (B)(6) 2015 - the patient underwent surgery due to a suspected recurrence and to relieve the obstruction/ileus. The surgeon confirmed adhesion of the patch to the surrounding tissues and recurring hernia. The surgeon peeled off the adhesion and removed the device without difficulty.

Manufacturer narrative:
This is an addendum to the initial MDR. During the sample evaluation, it was determined that the unit was not properly orientated when assembled. The slit mesh (positioning pocket created during manufacturing) was on the bottom and the mesh layer on the top was not open. We have concluded that this problem was caused by an operator error. Per manufacturing process requirement the positioning pocket should have been placed on the top and the non-slit mesh on the bottom. By altering the mesh as the surgeon did he inadvertently weakened the device and compromised its effectiveness. The warning section of the IFU states, "do not cut or reshape the ventrio¿ hernia patch, as this could affect its effectiveness.¿ regarding fixation the IFU states, "davol fixation devices and/or non-absorbable monofilament sutures are recommended to properly secure the prosthesis. If other fixation devices are used, they must be indicated for use in hernia repair. Care should be taken to ensure that the patch is adequately fixated to the abdominal wall. If necessary, additional fasteners and / or sutures should be used." While the device was compromised by the alteration by the user this does not appear to have caused the post-op complications that were related to the patient's recurrent hernia. The recurrence was reported to have been caused by the surgeon being unable to adequately fixate the mesh due to the patient¿s anatomy and that the mesh used being undersized to the hernia defect. This MDR represents the reported patient adverse events. A separate MDR was sent to represent the manufacturing deficiency noted during the sample evaluation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.